Event description:
It was reported that the right ventricular (rv) lead had two short episodes of oversensing, short interval counts (sic) and also has t-wave oversensing (twos.) Follow up was unable to conclude if there was medical intervention. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pacemaker/cardio/defib 2012 (B)(6); 5076 implantable pacing lead 2012 (B)(6). (B)(4).